Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 300 mg/dl. The customer resumed insulin delivery and a correction bolus was delivered to address the bg level. Shortly afterward, while loading a cartridge onto the pump the customer received a cartridge 1 alarm and a minimum fill notification. The customer's bg was in the 300's and insulin injections were administered to address the bg level. The customer was to use the insulin injections to manage diabetes.